Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 563 mg/dl. Reportedly, the cause was unknown, but customer stated recovering from having food poisoning. A manual injection was administered to address the bg level. System check was performed and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.